Manufacturer narrative:
It was reported that on (B)(6) 2025, the "control syringe rotates off the end of the manifold when aspirating/injecting fluids" and "wouldn't stay connected." The customer said that there was no patient involvement and that the procedure was able to be completed by opening "another vasc1782 kit and the control syringe in it worked." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025, the "control syringe rotates off the end of the manifold when aspirating/injecting fluids" and "wouldn't stay connected." The customer said that there was no patient involvement and that the procedure was able to be completed by opening "another vasc1782 kit and the control syringe in it worked."